Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance during the fill process. Customer's blood glucose level was not impacted. Reportedly, the customer change the syringe needle resolving the issue and insulin delivery was resumed.